Event description:
It was reported that within a month of implant, the left ventricular lead dislodged. The lead was removed. The first attempted replacement lead had a fixation mechanism, but the vein was occluded and could not pass the lead. That lead was attempted, but not used. A second unipolar lead was implanted but the thresholds were high. The physician turned off the bi-ventricular pacing on the device until the lead could be replaced. The lead was later removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.